Event description:
This pt underwent a left total hip approx 3 months ago has had three dislocations since that time. Pt was admitted to this facility for a revision of the left total hip. Intraoperatively the acetabular cup and femoral head were removed and replaced.